Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported failure. An analysis of the electronic patient record was performed and determined that the defibrillation shock was successfully delivered. The first analysis was delayed due to motion detection that was initially caused by agonal breathing, then by chest compressions. When chest compressions stopped, the analysis completed and a shock was appropriately advised. There is no evidence of a device malfunction. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that during a patient event, their device reportedly would not complete the defibrillation charging process to allow the device user to deliver a defibrillation shock. The patient was reportedly shaking during the event which caused the device to delay slightly in recognizing the patient's rhythm. Once the device recognized the patient's rhythm, the device advised the user to stand clear and not touch the patient. The user heard the device start charging the energy, but reportedly never prompted the user to press the red flashing button to deliver the shock. No additional details of the event have been provided. The patient reportedly did not suffer any adverse outcome during the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.